Event description:
It has been reported to philips that the patient underwent coronary angiography surgery mainly due to discomfort in the precardiac area. After the preoperative preparation was completed, it was found that there was no x-ray after the device was started up. The system was still unable to be used after being restarted. The procedure was rescheduled. No harm was reported to philips. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was no x-ray after the device was started up, and it was still unable to be used after debugging and restart. The philips field service engineer (fse) was contacted by customer and ask him to check the device by remote video but couldn¿t confirm the issue. Fse suggested onsite service. Customer did not contacted philips back. Later, fse connected with customer and found out the device has no problem and customer refused to provide the detail procedure and patient information; therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was no x-ray after the device was started up, and it was still unable to be used after debugging and restart. The philips field service engineer (fse) was contacted by customer and ask him to check the device by remote video but couldn¿t confirm the issue. Fse suggested onsite service. Customer did not contacted philips back. Later, fse connected with customer and found out the device has no problem and customer refused to provide the detail procedure and patient information; therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome. Health impact code was corrected. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, product UDI, reporting address line 1 and the reporting address city have been updated.